Manufacturer narrative:
It was reported that a revision surgery was performed due to a broken post. Patient is a fit healthy active man. Implant was replaced with a size 7/8 11mm journey bcs insert. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A clinical analysis noted that adequate materials have not been received. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. The device was implanted in 2008. Some potential causes could include but are not limited to trauma injury, friction or abnormal motion over time. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. The lab analysis concluded that the components were inspected visually to determine the cause of the reported incident. No destructive analysis was conducted during this investigation. The articulating and non-articulating surfaces of the insert are worn with some discoloration. The post was fractured off of the insert. There were no observations of material or manufacturing deviations in the course of this investigation. The clinical/medical evaluation concluded that this complaint from australia reports a revision of a journey knee secondary to a broken insert post. The patella was also resurfaced x-rays have been provided for review. It has been communicated, that no further information would be forth coming. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, or excessive pressure on the joint. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to a broken post. Patient is a fit healthy active man. Implant was replaced with a size 7/8 11mm journey bcs insert. Patella was also resurfaced - size 23mm journey bcs biconvex patella. Surgeon does blame implant.